Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported endoleak 3b - main body stent; successful endovascular repair; and favorable post-operative condition. Additionally, clinical evaluation found that 4 days post implant there were procedure-related harms resulting in readmission for acute kidney failure and anemia, which were successfully treat with blood products, medication and fluids. The patient was discharged on the first post-operative day. The most likely cause of the compromised stent graft integrity was the use of strata material in combination with revision of a stent (cautionary product use). Six months earlier, the use of a large diameter angioplasty (procedure-related) against calcifications near the posterior bifurcation (anatomy-related) likely contributed to this event. No user-related contributing issues were identified. Procedure-related harms included: type ii endoleak, most likely related to the presence of patent lumbar arteries and the use of anticoagulation therapy started six months earlier for a new onset of atrial-fibrillation. Associated clinical harms for this device failure included: type iiib endoleak; and, a secondary endovascular procedure. The patient was discharged in stable condition on the first post operative day. The devices remain in the patient and will not be returned; therefore, a device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Concomitant medical products and therapy dates - additional. The procedure performed on (B)(6) 2017 was reported under MFR# 2031527-2017-00547.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. On (B)(6) 2017 the patient had an additional intervention to repair a possible type 3a endoleak. The physician implanted two infrarenal aortic extensions to seal the leak. On (B)(6) 2017 the patient was seen for vertigo and a computed tomography (CT) scan showed an endoleak, the patient was reported to be asymptomatic. The patient had an angiogram which confirmed a type 3b endoleak. On (B)(6) 2017 the patient had an endovascular procedure where an additional bifurcated stent was implanted to seal the endoleak. The patient was reported as doing well following the procedure and was discharged home. There have been no additional adverse events reported for this patient.